Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The following week, the technical service representative (tsr) spoke with the patient to obtain and clarify information. Four days before initial contact, at 4:00 pm the patient obtained the blood glucose reading of 300 mg/dl on the reported meter. The patient claimed this was an inaccurately high reading compared to his expected values. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following this reading, the patient took 15 units of rapid ra insulin according to his sliding scale. Three hours earlier, the patient had eaten his lunch and taken his usual dose of ten units rapid ra insulin. The patient did not eat any dinner that evening. The next morning at 1:00 am, the patient's partner was unable to wake him and he experienced a hypoglycemic coma. The partner attempted to give the patient sugar orally and contacted emergency services. Paramedics arrived at 2:00 am and tested the patient's blood glucose level to be 20 mg/dl. He was treated with two glucagon injections and was revived. At 3:00 am the patient's blood glucose level was tested to be 119 mg/dl on the paramedic's meter, and 219 mg/dl on the reported meter. He was not transported to the emergency room. No information was provided as to the patient's test strips, as they had been discarded. The patient takes lantus insulin 52 units per day and rapid ra insulin on a sliding scale. The patient is undergoing chemotherapy for stomach cancer. The meter, test strips and control solution were replaced. The patient allegedly suffered severe hypoglycemic symptoms after taking an insulin dose based on an elevated meter reading, and received emergency treatment with glucagon. Therefore, this complaint is being reported.